Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to software that was found to be corrupted on the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report.to resovle the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer disabled" and "defib fault 95" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.